Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by the patient that the device feels warm and there has been a feeling of static. The patient also reported pain in the left arm. Followup did not yield any further information on whether the symptoms were device related. The device remains in use. No further patient complications have been reported as a result of this event.